Event description:
On (B)(6) 2010, patient's father reported ongoing concerns with air bubbles in the insulin cartridge. Father stated the air bubbles appear during cartridge fill and they are able to prime them out; then they will appear 1-2 days after use. Father stated he did not have an exact size; larger than champagne bubbles and large enough to require a 1-2 unit prime to remove them. Father reported the insulin is at room temperature when filling and states they have proper filling technique. Father stated they mainly see the bubbles near the plunger; tap to bring them to the top and prime them out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.